Event description:
The customer returned the uretero reno videoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, a chipped adhesive on the bending section cover and a sticky up/down angulation lever plate and universal cord were observed. The service repair technician indicated that the most likely cause of the chipped adhesive and sticky components were due to degradation and stress. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress and degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.